Manufacturer narrative:
One used list #d1000, tego¿ connector; lot #4895134 and one open/unused. List #d1000, tego¿ connector; lot #4895134 were received for evaluation on 6/15/21. No mating devices were returned to evaluate with the d1000 tego connectors. The complaint of leakage can be confirmed on the returned one used d1000 tego connector. The complaint of leakage could not be confirmed or replicated on the returned one open/unused d1000 tego connector. Each sample was visually examined. As received there was blood residuals inside the used tego and the seal was domed on the top. The d1000 tego was disassembled to evaluate the cause of the domed seal. Adhesive at the top of the yellow body slot, used to anchor the seal from being pulled off the post during luer withdrawal, was not present resulting in the seal resting on the top of the body post and doming/leakage on the top surface of the seal. The probable cause is an assembly error where adhesive was not appropriately placed to prevent the seal doming. The lot history review of lot number 4895134 was performed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The device involved a tego¿ connector which was reported to be not hermetic, it leaked an unspecified quantity of blood. There was patient involvement, however, no harm was reported as a consequence of this event. No other information is available.